Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 87 year old female patient presenting for pre-operative impella support. Attempts to deliver the impella device were unsuccessful due to patient's tortuous vasculature and caused damage to the patient's anastomosis. Surgical repair was required as a result.